Manufacturer narrative:
Device evaluation: the device was returned for evaluation. During the functional testing the device gave a double beep alert with a cassette attached. The reported issue was likely caused by an issue with the downstream occlusion sensor/cassette detector component. The component was replaced to address this issue. The cause of the component issue was not definitely established.

Event description:
It was reported that the device gave a "double beep" alarm with cassette attached. No known adverse effects to patient.

Manufacturer narrative:
Additional information: date of event.